Event description:
It was reported that "mist" was noted in the syringe 3ml ls emerald sterile packaging. The following information was provided by the initial reporter, translated from french to english: "the presence of "mist" inside each sterile unit packaging."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-09. H6: investigation summary: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (200) emerald 5mlbp from lot # 0317490 item # 302986 with the reported issue of ¿presence of "mist" inside each sterile unit packaging¿. The DHR of lot number 0317490 was reviewed and there was no quality notification reported on this lot on any of the processes from its production to dispatch. There are 200 customer returned samples and two photographs received by bd for evaluation. There are two photographs shared by the customer which were used for the investigation of the complaint. Retention samples of the lot number 0317490 were also used for investigation of the reported defect. The defect is confirmed to be a cold forming issue and does not impact the packaging integrity. We have used the retention samples and two photographs and analyzed these samples under smart scope. The prima facie evidence from the smart scope looks like the cloudiness in the inner side of the cavity cover of the syringe is a cold formation issue which is caused due to temperature variation/fluctuation during the primary packaging process. The other test conducted on the samples received were visual testing for presence of moisture and microbiological culture testing for presence of bacteria. There was no moisture found on the received sample inner cavity. The microbiological culture plate did not show growth of any biological agents ruling out any microbiological or moisture present on the inner side of the cavity that showed the cloudiness. The probable root cause of cold forming could be due to some changes in the material that was used in the laminate.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "mist" was noted in the syringe 3ml ls emerald sterile packaging. The following information was provided by the initial reporter, translated from french to english: "the presence of "mist" inside each sterile unit packaging."